Event description:
The therapist said the display was not displaying the numbers and she turned the ventilator off and on. Then there was no display, only leds lit on the bezel with a constant alarm. The display was returned to the manufacturer for evaluation.